Event description:
The customer reported the monitor was not working. It was generating a bad image.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep found a defective pcb but the part was not availble. The customer had old c-arm in storage. He swapped the monitor with an old c-arm to make repairs. The system operates as intended.